Event description:
It was reported that this pacemaker was found to have reverted to safety mode. This pacemaker was subsequently explanted. Another device was implanted to complete this procedure. This pacemaker is expected to be returned but has not been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.